Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving an unknown dr ug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient's pump "failed, stopped working, alarmed" and was replaced prior to eos. No further information was known.